Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred and the fill estimate was inaccurate. Customer changed out pump supplies to resolve both issues. Customer's blood glucose was 319-332 mg/dl.